Event description:
The initial two level plif (post lateral interbody fusion surgery) was performed on (B)(6) 2013 to fuse l3-l5 vertebra bodies. The report indicates that 17 months post operatively, the l5 pedicle bone screw fractured. Revision surgery occurred on (B)(6) 2014 and the fractured bone screw at l5 was removed and an on lay fusion was the continued therapy. Patient reportedly doing well post revision. Pt reportedly was heavy set in stature. Pt's activity level and compliance with post-surgical instructions are unk. There was no recorded incidence of a fall/trauma.

Manufacturer narrative:
The returned photo of the fractured screw confirmed the event. The bone screw was not released from the hospital. No product info was given and no further evaluation of the product can be completed at this time. The duration to failure was 17 months and suggests non-union may have contributed to the failure. The root cause of this reported event has not been determined; no conclusion can be drawn. Labeling review notes the following: "potential risks identified with the use of this device system, which may required additional surgery, include: device component fracture, ..." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the pt's". "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks the size and shape of the human bones present limitations on the size and strength of implant."